Event description:
The patient reported being hospitalized with elevated blood glucose of 50.4 mmol/l (907 mg/dl). Further attempts to reach the patient to gather additional information were unsuccessful. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.